Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56-year-old female was implanted with an impella cp device for mechanical circulatory support, and the patient required the impella cp to be repositioned via trans-esophageal echo guidance. The patient went into ventricular fibrillation and was shocked three times. The patient was given blood products, fresh frozen plasma (ffp), and albumin. Patient was stabilized and impella cp was explanted.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07948 was provided.

Event description:
Additional information noted care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.